Manufacturer narrative:
H11: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Article: rauck, r. C., jain, s., & flanigan, d. C. (2015). Complications associated with fast-fix all-inside meniscal repair: a report of two cases. Jbjs case connector, 5(3), e62. Paper: complications associated with fast-fix all-inside meniscal repair.

Event description:
It was reported that on literature review complications associated with fast-fix all-inside meniscal repair, 1 patient had lateral parapatellar pain, minor popping sensation and clicking after an acl procedure using an ultra fast-fix device. The events were treated with a revision surgery where it was noted that the patient had a retear of the lateral meniscus and it was confirmed that one of the meniscal implants was underneath the anterior horn of the lateral meniscus. The foreign object was removed, and a partial lateral meniscectomy was performed. Post operatively, there was an immediate cessation of the lateral knee clicking and the sharp anterolateral knee pain was gone. No further information is available.

Event description:
It was reported that on literature review complications associated with fast-fix all-inside meniscal repair, 1 patient had lateral parapatellar pain, minor popping sensation and clicking after an acl procedure using an ultra fast-fix device. The events were treated with a revision surgery where it was noted with an MRI scan that the patient had a retear of the lateral meniscus and it was confirmed that one of the meniscal implants was underneath the anterior horn of the lateral meniscus. The foreign object was removed, and a partial lateral meniscectomy was performed. Post operatively, there was an immediate cessation of the lateral knee clicking and the sharp anterolateral knee pain was gone. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). H11: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. Insufficient product identification information was provided and thus a complaint history review could not be conducted. Insufficient product identification information was provided, and thus, an instruction for use review could not be conducted. Insufficient product identification information was provided and thus a risk management review could not be conducted. A clinical evaluation states that the images and documents/referenced in the article have been interpreted within the text. Therefore, further interpretation of the provided images is not required. Based on the limited information provided we are unable to conclude on factors known to contribute to the alleged report. As of this investigation, the need for corrective action is not indicated.